Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, during routine follow-up, a computed tomography (CT) scan revealed an endoleak of indeterminate origin. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post-secondary procedure. Additional information: the clinical assessment determined that the endoleak of indeterminate origin was identified as a type 3b endoleak of the bifurcated stent graft.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported endoleak of indeterminate origin was identified as a type 3b endoleak of the bifurcated stent graft. This is consistent with the reported adverse event/incident. The most likely causation for the type 3b endoleak is device related due to the use of strata material the final patient status was reported as being stable post the re-intervention. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, during routine follow up, a computed tomography (CT) scan revealed an unknown endoleak. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.